Event description:
It was reported that the trigger of the system 7 sagittal saw got stuck when depressed during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, trigger gets stuck, was duplicated. During the evaluation the service technician observed that the trigger would stay depressed after letting go or releasing. The potential event of run-on was confirmed. The trigger handle, shaft, and lock were replaced, and the trigger handle was determined to be the primary failure.

Event description:
It was reported that the trigger of the system 7 sagittal saw got stuck when depressed during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.